Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they are trying to take the stimulator out because they lost a lot of weight because of their diabetes. Caller stated that now they have no core and not fat or muscle around their waist, so the battery is just dangling around and causing them a bunch of problems. Caller added that they have been having cold flashes and can be freezing with 6 blankets over them. Caller noted the implant is pinching them. Agent asked caller for event date, and caller stated they used the device for the first 2 years but then it kept shocking them and they had to keep going in and getting it adjusted, so they got tired of it and stopped using it. Caller stated they need to have an MRI before they take the stimulator out, and need their device information. Agent reviewed device information and MRI compatibility. Caller noted they are really claustrophobic and had a standing MRI previously since the implant has been in. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.